Event description:
The product was used during an unspecified procedure. Reportedly, the staple line was incomplete. The surgeon closed the incision line by hand. The hospital has reported no pt injury occurred.